Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure." (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced to the lesion. After several dilations were performed at 24 atmospheres, removal of the device was attempted, however, it became stuck with a non-bsc guide wire. The device was removed together with the guide wire. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.